Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore pairing and functional testing could not be performed. Data/share log was reviewed and contained fatal errors. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data or product evaluation.